Event description:
According to the available information the patient suffered from post-operative urinary retention. The patient underwent a sling revision by loosening the adjustable sling mesh. The patient made a full recovery with no further stress urinary incontinence after sling revision.